Manufacturer narrative:
All system was explanted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock, while the patient was driving and waiting at a traffic light. Upon review of the device data, it was determined that an inappropriate electrical shock had been delivered due to an oversensed noise. The patient presented to the clinic and the noise could not be reproduced. Possible causes were discussed and reprogramming efforts were performed. Preventive replacement of the s-ICD system was recommended and will be performed soon. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock, while the patient was driving and waiting at a traffic light. Upon review of the device data, it was determined that an inappropriate electrical shock had been delivered due to an oversensed noise. The patient presented to the clinic and the noise could not be reproduced. Possible causes were discussed and reprogramming efforts were performed. Preventive replacement of the s-ICD system was recommended and will be performed soon. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified bend in the electrode body in the region approximately 5.0 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed a fractured. Analysis has determined that the observed damage is not deemed to indicate a product defect or malfunction. All system was explanted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock, while the patient was driving and waiting at a traffic light. Upon review of the device data, it was determined that an inappropriate electrical shock had been delivered due to an oversensed noise. The patient presented to the clinic and the noise could not be reproduced. Possible causes were discussed and reprogramming efforts were performed. Preventive replacement of the s-ICD system was recommended and will be performed soon. The device remains in service and no additional adverse patient effects were reported.